Event description:
During an unrelated service the manufacturers field service engineer (fse) reported the device failed the backup battery test. The fse replaced the backup battery to correct the issue. The device was not in use, no patient involvement. Final applicable testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.